Event description:
It was reported that, the doctor stated he was advancing the device into the sheath and was unable to advance the bypass tube into the sheath. He opened an additional device that was also difficult to advance into the new sheath but was successful. He deployed the device, no bleeding noted post deployment. Angio revealed an occlusion of flow at the deployment site. Surgical cutdown, removed plaque from the site, flow was restored. Device was successfully deployed in place. Associated to MDR 3010252479-2022-00373. It is unknown at present which device was used to close.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate a low access positioned at the bifurcation. The device lot history record review indicated no non-conformities related to these lots, therefore, supporting the devices met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure in the right common femoral artery. A low positioned access was gained utilizing ultrasound and micropuncture after multiple attempts. The arteriotomy was greater than 8mm with moderate to severe calcification, diffused calcium throughout the vessel, and a depth measurement of 5cm + 1cm. The IFU warns do not use manta in patients with severe calcification of the access vessel; and do not use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when resistance was met. The physician attempted to force the bypass tube into the sheath but was unable to get it inserted enough where he felt comfortable continuing the IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.